Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that there were a minor effusion and intermittent loss of capture caused by the lead tip perforating the rv wall. There was no intervention performed for the effusion. Furthermore, the patient had correlated chest pain and symptomatic bradycardia with this event. This lead is in the possession of the explanting facility.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.